Event description:
A healthcare professional reported that during keratoplasty (corneal transplant) surgery ophthalmic suture needles were blunt. It was also reported that the product remained sterile and had not been used on the patient. The surgery was completed on the same day after replacing with another needle. No patient impact was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in sections d.9., h.3., h.6., and h.11. Thirteen unopened sutures, in a pouch, in a blister, in a box were received for the report of blunt needles. Sample plan of 10 randomly selected samples were visually inspected and found to be conforming. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo attached to the parent file was reviewed by the manufacturing site. Photo show two boxes of reported lot number with several pouches. Reported issue cannot be confirmed from photo. The returned unopened samples were found to be conforming for visual inspections associated with the reported issue, therefore the blunt needles as described in the complaint was not confirmed. However since the actual complaint samples were not returned, a root cause cannot be determined for the complaint as described by the customer. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. Suture material samples are tested at incoming for tensile strength and diameter and visually inspected for any defects such as discoloration and frays. Sutures are also 100% inspected by trained operators for discoloration and frays and for proper attachment during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).